Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day after implant, the r-waves dropped drastically. A slight impedance change and high thresholds were noted. Lead dislodgement suspected. The lead was explanted and replaced.